Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09/10/2019. The customer troubleshot with technical support and found the mesh cup filter at the blower valve inlet was causing a bad seal. The customer reorient that mesh cup and flow test now passed.

Event description:
It was reported that the ventilator was failing flow. No patient involvement.